Manufacturer narrative:
(B)(4).

Event description:
Consumer reports that "the plastic part of the head fell off while brushing." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.